Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump segment revision was performed (B)(6) 2003. The catheter was only trimmed. No further information was obtained.

Event description:
Additional information: following a pump and catheter implant surgery on (B)(6) 2003, the patient experienced increased spasticity. Results from a pump roller test were normal. Fluoro with contrast dye was ordered, however they were unable to aspirate through the catheter access port (cap). The patient was administered supplemental oral baclofen regarding their increased spasms. Surgery was scheduled. Later during surgery on (B)(6) 2003, a suture was discovered as "strangulating" the catheter near the pump - catheter connection. The surgeon removed a 0.7 cm portion of the catheter and re-attached back to the pump. It was noted that the patient recovered "well".

Manufacturer narrative:
Concomitant medical products: catheter model 8711 serial# unknown implanted: (B)(6) 2003 explanted: unk.

Manufacturer narrative:
(B)(4).